Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. While ventec did not observe the reported high peep issue during testing, they did observe that the device was unable to maintain peep (positive end expiratory pressure) resulting in lower peep than set. This was likely due to flow offset issues observed by the technician during testing. Based on these observations, it¿s reasonable to conclude that the reported high peep issue may be intermittent. Ventec replaced the external flow module (efm) to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of both the reported and observed issues was the efm.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator alarmed and measured higher peep (positive end expiratory pressure) than set, and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.